Event description:
According to the reporter, during use there was a leak in the venous luer adapter due to a crack. The catheter was repaired and there was no harm to the patient.

Manufacturer narrative:
Evaluation summary: a device history review revealed no discrepancies that may have contributed to a complaint of this failure mode. All quality assurance testing performed during manufacturing was acceptable. The quality assurance review of the visual, physical and dimensional evaluation results indicated that the product met specification requirements. All DHR are reviewed for accuracy prior to product release. The sample received at cms was a catheter. The catheter came inside a generic plastic bag and presents a signs of use. One extension broken and remains of blood in the adapters. Visual inspection was performed and it was observed that the red/blue adapters were detached from the extensions and the venous (blue) and arterial (red) adapters were broken on the thread area and it had cavity. The adapters present marks that indicate the use of some instrument. Manufacturing performed 100% inspection for cracked adapters. The reported condition has been confirmed. The evidence provided is not enough to relate this event to the manufacturing operations. Based on the available information, it can be concluded that product was manufactured according to specifications; for this reason the adapters was more likely damaged due to manipulation and the most possible root cause can be considered as misuse: the instructions for use(IFU) were not followed causing adapter over tightening. No trends or triggers have been found. No action is deemed necessary at this time. It must be noted that in-process controls are in place to prevent nonconforming product from leaving the manufacturing operations. This complaint will be used for tracking and trending purposes. If information is provided in the future, a supplemental report will be issued.